Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging test strip doesn't look like its going in far enough, the test strip shakes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.